Manufacturer narrative:
(B)(6). (B)(4). Pain relief, inadequate. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a study patient was implanted with a 10-mm peek interspinous spacer device. Approximately 3 months postoperatively, the patient reportedly "did not have any relief with lower extremity pain". The site reported that the patient "failed minimally invasive effort in the form of interspinous process spacer". Approximately 5 months postoperatively, the patient underwent an l3-l4 and l4-l5 interspinous spacer removal with an l3-l4 laminectomy and left sided l3, l4, and l5 foraminoectomies. Per the operative note, the pre and postoperative diagnoses were lumbar spinal stenosis, lumbar radiculopathy and status post interspinous process spacer procedure, l3-l4 and l4-l5. No other patient complications were reported.